Manufacturer narrative:
(B)(4). Pump received with an unresponsive keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found no evidence of moisture or physical damage on the keypad assembly, pcba 1, pcba 2, motor, or force sensor. Performed the keypad voltage test and the measurements would fluctuate. Keypad voltage test failed due to inconsistent measurements. Used test electronic assembly to swap components, and keypad voltage test results were the same. Problem was isolated to the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing. Unresponsive keypad was observed during analysis. Unresponsive keypad confirmed and was isolated to the keypad assembly. Cosmetic damage confirmed at the back of the pump. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the pump but like to replace the pump. Troubleshooting was performed and the pump shows physical damage. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device was returned for analysis.